Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that two days post implant the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) while at rest. Th electrogram (egm) showed large artifacts, baseline drift and a decrease in signal amplitude. Testing found the noise was reproducible in primary and alternate sensing vectors when the patient moved their arm, but not in secondary. The noise was not reproduced with pocket manipulation but was inducible at the xyphoid. X-rays were taken and revealed good connection between the s-ICD and electrode. The x-ray also showed possible air being present on the sternum next to the primary sensing electrode. Since the patient was a primary prevention patient, the physician programmed therapy off in the s-ICD and would evaluate the patient in a few days. Technical services (ts) was consulted and upon review of the data discussed causes of air and that the x-ray did show good insertion. Ts discussed that the air should dissipate in a few days and therapy can be programmed back on at that time. This is the physician's plan. The s-ICD and electrode remain in service and no additional adverse patient effects were reported.